Manufacturer narrative:
Vyaire complaint number (B)(4). Additional information: d9, g3, g6, h2, h3, h6, h10 a vyaire service technician was not able to duplicate the reported issue; however, the turbine failed the functional check, and the cause was determined to be failed bearing.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the device was evaluated by the customer who determined that the turbine was defective and needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is alarming low pip (peak inspiratory pressure) and low ve (minute ventilation) and it has a burning smell. The customer confirmed that there is no patient involvement on the reported event.